Event description:
A company representative reported that a patient was revised approximately two weeks post-operatively to address cerebrospinal fluid buildup. It was further reported that a metal fragment was identified posterior to a cascadia cervical interbody during the revision surgery. Preliminary analysis indicates that the metal likely sheared from an ozark variable self-starting screw intra-operatively and that the associated ozark plate or cascadia cervical interbody may have contributed. This report captures the ozark plate.